Manufacturer narrative:
(B)(4). The use error was described as the patient reconnecting the transfer set to the plastic adapter after a separation between the adapter and the transfer set. This action does not follow label usage and may lead to contamination. Transfer set direction inserts state, "use sterile technique when connecting the transfer set to the catheter. Contamination of any portion of the fluid path may result in peritonitis.". The labeling also states, "reuse or reprocessing of a single use device may lead to contamination and compromised device function or structural integrity." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported, a patient failed to follow therapy steps and reconnected following a disconnection coincident with peritoneal dialysis (pd) therapy. It was reported, the transfer set became disconnected from the catheter adapter while the patient was sleeping. The patient reconnected the transfer set. The transfer set was changed at the patient¿s next visit. The patient developed peritonitis and was hospitalized five days later. Treatment was not reported. The cause of the peritonitis event was reported to be the transfer set becoming disconnected from the catheter adapter. The patient was discharged 5 days after admission. At the time of this report the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.